Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: difficult to position, failure to deploy - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the locator wings, resistance was met as the device was retracted to place the locator wings against the anterior surface of the arterial wall. The safety release was activated retracting the locator wings. After retracting and positioning the device, the plunger would not stay down in the deployed position to deploy the locator wings. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.